Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the ins was replaced on (b(6) 2019. The rep did not have any information as to why the ins was replaced. Additional information was received from the patient on (b((6) 2020. It was reported that the ins was replaced because it was taking "forever" to charge. They had to sit in one position for up to 3-4 hours sometimes, and it would take a long time to get situated to start charging. The patient reported they did not know where the explanted ins was. No further complications were reported or anticipated.